Event description:
It was reported that this pacemaker exhibited possible loss of capture of the right atrial (ra) lead. The physician discussed seen atrial spike, non capture then a p wave occasionally on his monitor. Technical services (ts) reviewed reports with clinician. This pacemaker remains in service. No adverse patient effects were reported.